Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
A 68 year old male with cardiomyopathy and pre support scai shock stage e presented with progressive left lower extremity ischemia while supported on a left femoral impella cp at p 9 with adequate flows and stable positioning. The patient, who had multiple comorbidities including chf, renal failure requiring hd, copd exacerbation, and a newly identified lv thrombus post impella placement, developed acute numbness and diminished perfusion to the left foot, with faint pt pulses and absent dp signals. Vascular ultrasound confirmed reduced distal perfusion. A infection but unknown source or timing was provided. Trial weaning of impella support resulted in rising lactate to 3.8, limiting the ability to remove the device. Due to the lv thrombus, impella 5.5 upgrade was contraindicated, and ECMO was not aligned with the patient¿s goals of care. After multidisciplinary discussion, the patient consented to external femoral to femoral bypass for limb salvage. The procedure was successfully performed with improvement in limb perfusion noted. Despite intervention, the patient withdrew care and ultimately expired on (B)(6) 2026 at 17:19. Based on the available information, limb ischemia was managed with vascular bypass, producing partial improvement, but overall clinical decline was driven by the patient¿s severe underlying cardiogenic shock and comorbidities, with no evidence that the impella device required removal or directly caused device related malfunction.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.